Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and found the system running properly. The review of system log files confirmed that the host pc did not boot. Upon troubleshooting, the fse stated the boot up issue was intermittent. To resolve the issue, the fse replaced host pc, downloaded board software, installed license key, restored the system back up and data base and returned the part for further analysis, the supplier's part analysis determined the cause of the host pc failure was due to the unit did not have power. After replacing the host pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.